Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.2, lab: 2.1. Pt's target therapeutic range is 2.0-3.0. Two minutes between results.

Manufacturer narrative:
Investigation pending.